Event description:
Pt had capd catheter placed in 11/95. Recently developed a persistant peritonitis. Has abdominal pain and has required antibiotic therapy. After a course of therapy becomes asymptomatic. Upon reculture still has bacteria growing from the catheter; feel the catheter itself is contaminated or colonized with the bacteria. Admitted for removal of his capd catheter.